Event description:
A surgeon reports that 24 hours following the surgical procedure, they felt the gas was not dissipating fast enough. The pt presented with raised intraocular pressure (iop). Numerous vitreous taps were performed to lower the iop. A vitrectomy, lensectomy and iridectomy were performed and the gas removed. A secondary lens implant is planned. Current status of the pt is unk. It was also reported that the surgeon dilutes the product with air. Diluting the gas with air is not an approved indication for this product. Product labeling indicates the gas diffuses from the eye in approx 6 to 8 weeks.